Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 363 mg/dl and sensor glucose was 250 mg/dl. Customer was also getting sensor updating alert resulting in change sensor. Blood glucose rose to 550 mg/dl when the infusion set came off. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis. Frn reservoir unknown; infusion set; ozp mmt 7020 sensor.